Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. Revised a cup/liner/head of a left total hip due to dislocation. Original surgery was on (B)(6) 2019. He implanted another primary cup adjusting the cup position relative to the original and used mdm. Update 23/december/2020: rep provided primary and revision usage sheets and reported that no further information is available from the hospital or surgeon.